Manufacturer narrative:
(B)(4): brief description of complaint: service discovered high output during power verification testing. The bottom frame was also not aligned. Analysis conclusion: the reported issue of high output was confirmed. Software, which was not calibrated, caused the generator to produce high output during power verification testing. It was also noted that the housing had cosmetic damage, which had no impact to functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated: service discovered high output during power verification testing. There was no patient involvement, therefore patient demographic information is not applicable.